Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 288 mg/dl, 135 mg/dl, and 113 mg/dl. No serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.